Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda appears to be related to patient anatomy (calcified posterior leaflet). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip detaching from the posterior leaflet, requiring intervention to stabilize. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Calcification was present on the posterior leaflet. A ntw clip (lot-30208r1118) was implanted. However, shortly after deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A ntw and a nt clip were then implanted on each side of the slda to stabilize. The procedure ended with mr reduced to grade 2. It was thought the calcification contributed to the slda. There was no reported clinically significant delay. No additional information was provided.